Event description:
Tubing (bc2049- codan microbore extension set with 1.2 micron filter) cracks at the point of connection to the patient (the luerlock end of the tubing - male end). We attach these to lipid syringes for nicu patients. The crack causes the lipid to leak and is a contamination control issue. FDA safety report ID# (B)(4).